Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by making adjustment on patient position to get exposure on aiming area. The philips field service engineer (fse) inspected the system onsite and confirmed the c arm movements issue. Log files was analyzed by rse and it confirmed the reported problem. Upon functional testing fse found that the c arm need calibration. To resolve the issue fse calibrated the c arm movements. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer experienced geometry movement issues with the c-arm. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.